Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as a very bad rash with open blisters. The patient's doctor prescribed a medication for the skin irritation and advised the patient to end use. There is no alleged deficiency. The patient's medical outcome is unknown, the patient ended use of the lifevest.